Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio flex meter was giving an unknown error message and does not turn on. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began sometime in (B)(6) 2019, initially an unknown error message, and then the meter would not turn on. He reported that he manages his diabetes using insulin (self-adjuster), and that he made no changes to his normal diabetes management in response to the alleged issue. The patient alleges that 25 days after the issue, she developed symptoms of ¿a lot of sweating and weakness¿, which he confirmed did not require any treatment. During troubleshooting the csr noted this was not the first time the product was being used, there was no obvious misuse of the meter, and the correct test strips were being used. When the power button was pressed for at least 10 seconds, the meter did not power on. When a new battery was inserted it was noted that the meter still did not turn on. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began, and there is insufficient information to rule out the contribution of the subject meter to the event.